Event description:
It was reported that during the intravascular ultrasound (ivus) portion of a stenting treatment procedure, the imaging catheter became stuck in the stent. The 90% stenosed lesion was located in a moderately tortuous lesion segment that extends from the left main (lm) coronary artery through to the mid left anterior descending (lad) artery. After successful deployment of a bsc promus stent and a non-bsc stent, intra-coronary imaging was performed with an atlantis sr pro2 coronary imaging catheter. While attempting to withdraw the imaging catheter, it became stuck in the stent. Manual withdrawal was attempted by pushing and pulling the catheter. This was unsuccessful. Next, the physician removed the transducer from the imaging catheter and attempts to insert the guide wire through the catheter were unsuccessful. The next attempt at imaging catheter retrieval , a balloon catheter was delivered over the guidewire. A balloon catheter was advanced to the guidewire exit port of the imaging catheter and inflated and then deflated. As this was being performed, the ivus catheter was removed from the patient's body. The physician verified that there were no issues with the stent after the imaging catheter was removed. No additional patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the intravascular ultrasound (ivus) portion of a stenting treatment procedure, the imaging catheter became stuck in the stent. The 90% stenosed lesion was located in a moderately tortuous lesion segment that extends from the left main (lm) coronary artery through to the mid left anterior descending (lad) artery. After successful deployment of a bsc promus stent and a non-bsc stent, intra-coronary imaging was performed with an atlantis sr pro2 coronary imaging catheter. While attempting to withdraw the imaging catheter, it became stuck in the stent. Manual withdrawal was attempted by pushing and pulling the catheter. This was unsuccessful. Next, the physician removed the transducer from the imaging catheter and attempts to insert the guide wire through the catheter were unsuccessful. The next attempt at imaging catheter retrieval , a balloon catheter was delivered over the guidewire. A balloon catheter was advanced to the guidewire exit port of the imaging catheter and inflated and then deflated. As this was being performed, the ivus catheter was removed from the patient's body. The physician verified that there were no issues with the stent after the imaging catheter was removed. No additional patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the analysis of the returned imaging catheter revealed: kinks were observed in the sheath assembly at 16.5cm and 21.7cm from femoral marker at proximal side. The male/female luer connection was detached and the imaging core was outside of the sheath assembly when received but the imaging core cannot be reconnected due to the kink at sheath assembly. The guidewire exit port was lifted 0.5mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).